Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on november 2, 2018, it was reported that the roller was stained with rust and in the middle does not cut the skin. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was december 31, 2007 where it was reported that the device was returned with no reason given and the gear, sliding pins, spring, screws, roller, cutter, and side plates were replaced. This is not a related issue. Product review of the meshgraft ii by medicrea on november 12, 2018 revealed that the calibration was out of specifications. The cutter, roller, side plates, and handle all failed visual inspection. Repair of the meshgraft ii was performed by medicrea on november 29, 2018 which included replacement of the cutter, side plates, roller, and handle. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event that the roller was stained with rust was non-verifiable since during the product review by medicrea it was only noted that the roller failed visual inspection. The service technician did not specify what specifically caused this determination. The reported event that the middle does not cut the skin was non-verifiable since during the product review by medicrea no test mesh was taken pre-repair to determine if the device was not properly cutting through the middle. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by medicrea it was only noted that the roller failed visual inspection. The service technician did not specify what specifically caused this determination. No test mesh was taken pre-repair to determine if the device was not properly cutting through the middle. During the repair both the cutter and roller were replaced to resolve the issue. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4).

Event description:
Meshgraft ii roller was stained with rust and was not cutting in the middle part. The customer supposes that the event was due to wear of the roll that affects the skin strips. The event occurred during donor skin expansion during surgery. The expanded skin was above all in the less incised central part (the rhombus did not open) which leads to a lower skin yield. No adverse events took place due to this reported malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
Meshgraft ii roller was stained with rust and did not cut the skin in the middle. No adverse events were reported as a result of this malfunction.